Event description:
It was reported, "uncomplicated primary tkr with very satisfactory post-operative x-rays in 2006. Seven-eight months post-operatively, the patient developed pain over the medical aspect of his knee. X-rays showed a collapse of the medial tibial plateau with varus mal-alignment of the implants. The knee has now been revised using a triathlon ts knee with medial tibial augments. The polyethylene component was noted to have extensive wear. There was extensive synovitis seen intraoperatively."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report. This is the same patient/event as MFR.# 9616680-2012-00936.